Event description:
It was reported that for two days, the patient experienced severe shaking and was hardly able to pick up a coffee cup. When attempting to connect to the stimulator, the patient received a "communicator not found" message. Patient services guided the patient through a hard reset of the communicator, closing all applications, and toggling bluetooth off and on. The handset and communicator were not pairing, so healthcare it was brought on to assist. The patient eventually paired the handset and communicator and accessed therapy settings, confirming the battery was at 60% and therapy was on. The patient was on group d and increased the amplitude to the upper limit without symptom improvement, then tried groups b and c with the same result. The patient was on group c three weeks ago. They tried a, and they didn't have the ability to adjust the amplitude. When reverting to group b, the patient received service code 2129. The patient was redirected to their healthcare provider for further evaluation and management.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.